Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc generator was used during a caesarian section, and when the procedure was completed and the drape was removed, an open wound on the patient's thigh was observed. The wound was described as 2-3 cm long and fairly deep, requiring stitches. The wound area was not colored or blistered, and it was not a pad-site injury.

Manufacturer narrative:
(B)(4). Date of follow-up report : 12/16/2015. The forcefxc generator was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records for this serial number was conducted and no entries pertinent to the customer's report were noted.